Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient is deceased. It was further reported that the manufacturer¿s representative was called to the hospital intensive care unit as the implantable pulse generator (ipg) was no longer capturing and the patient¿s heart rate was approximately forty beats per minute. The patient was reported to have been having difficulty breathing. The device was interrogated and the programming mode was changed as well as an increase in ventricular outputs which did not result in return of capture. The patient¿s condition worsened and a code was called and resuscitation efforts were unsuccessful.